Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they have decided to replace four vasoview hemopro kits in their inventory with the same lot number of another evh device that malfunctioned during a procedure. This device was not removed from its sterile packaging. No patient involvement.

Manufacturer narrative:
Correction: event site name is (B)(6). Correction: device code changed from "adverse event without identified device or use problem" to self activation or keying". Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The device was returned to the factory for evaluation. The device was returned in the box, with the plastic peel case unopened. There were no visual defects detected. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device passed the pre-cautery test as it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. The handle was opened to evaluate the internal components. No residue or contamination was seen on the switch. We were unable to observe any electrical issues. Based on the returned condition of the device and the results of evaluation, the reported failure mode ¿self activation or keying¿ was not confirmed.

Event description:
The hospital reported that they have decided to replace four vasoview hemopro kits in their inventory with the same lot number of another evh device that malfunctioned during a procedure. This device was not removed from its sterile packaging. No patient involvement.